Manufacturer narrative:
Based on the information received following submission of the initial report, it was clarified that the adverse event experienced by the patient is unrelated to the ophthalmic disposable product reported in the file. No further reports will be scheduled under mfg report num. 3003398873-2023-00064. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via a clinical study that during a vitrectomy surgery while using an ophthalmic disposable product a patient experienced retinal detachment and recurrent bleeding. No further information expected as the details were received from a clinical study.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).